Event description:
It was reported that during an iliac stenting procedure, withdrawal resistance occurred. The 90% stenosed lesion being treated was located severely tortuous left common iliac artery (cia). Approach was performed contralaterally from the right femoral artery. The physician deployed the 7.0x60x75cm express ld stent. The physician was unable to completely retrieve the stent delivery system (sds) into the unknown 7f sheath. Several unsuccessful attempts were performed, inflating and deflating the balloon, to retrieve the sds into the sheath. The sds and the sheath were removed as one unit outside the body. The patient status was reported as good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
The device was returned inside a long 7 french sheath. There was blood in the sheath and on the balloon. The balloon was folded and wrapped. The sheath was flushed with water and the device was withdrawn from the sheath without resistance. The device was re-inserted through the sheath along a 0.035" guidewire. The balloon was inflated, deflated and withdrawn without resistance. A visual and tactile examination revealed no damage to the shaft of the device. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.